Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 26 mm sapien 3 valve was prepped for implant in the pulmonic position via transfemoral approach. No previous valvuloplasty was performed. During deployment with nominal volume in a heavily calcified pulmonic conduit, the balloon burst. The balloon was fully inflated when burst. The valve was deployed successfully, and procedure was completed without further issue. The delivery system was removed from the sheath as normal. The patient was stable and discharged home. Per medical opinion the area of the prosthesis into which the valve was placed , was very irregular and calcified. There was no evidence of residual balloon material in the sheath or patient and no clinical evidence of distal pulmonary artery embolism.

Manufacturer narrative:
Additional information: per engineering findings the device was returned with balloon material missing. Additional follow up with the site stated the physician did not believe any balloon material remained in the patient, however could not rule out the possibility. F10: device separation code 1562 added. The product evaluation remains ongoing.

Manufacturer narrative:
The commander delivery system was returned locked with the balloon shaft between the valve alignment and default position. The full loader assembly was over the flex shaft. No procedural imagery was provided by the site. Visual inspection of the returned device revealed the balloon burst was confirmed. Both longitudinal and radial bursts were observed on the inflation balloon with apparent missing material. A minor compression was observed along the flex shaft approximately 30 mm and 96 mm away from the flex tip. No relevant functional testing could be performed due to the condition of the returned device (balloon burst). The complaint was confirmed through visual inspection. Dimensional testing revealed all measured locations met specification. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for balloon burst and balloon separated were confirmed based on the condition of the returned device, but no manufacturing non-conformance's were identified during product evaluation. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified annulus. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus and that burst balloons make the catheters susceptible to distal separation (note: while the location of the separated balloon material is unknown, there was no reported patient harm for embolization) . The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). As reported in the case notes, the patient had heavy calcification within the conduit. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered (structurally compromised) balloon profile can be more susceptible to separation of balloon material. The technical summary is applicable to this complaint as complaint indicates similar root cause, no manufacturing deficiencies were identified, and complaint trending indicates that complaint rates are within control limits. As such, an engineering evaluation is not required.